Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, a foreign substance (look like metal piece) was found inside of the sterile tray. The surgeon used another product to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record identified no relevant deviations or anomalies. Product examination found particulate, outside of the acceptable criteria, returned with the complaint product. The returned product was still sealed in the sterile packaging. This complaint is confirmed. The sampling size for qa inspection for this product must be at least 19. Based on similar devices, there were under 100 complaints per year about failure modes. The number of previous complaints is acceptable according to this guideline. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.